Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump under infused. It was reported the patient did not receive all their medication, the rate was 5, infusion for 250ml and patient received 102.6 ml. No adverse patient effects were reported. No additional information is available at this time.